Event description:
Pt reported that she has experienced high blood glucose levels (in the 300s-400s [mg/dl]) for the past week, and she alleged that device is at fault. Pt also stated that her blood glucose increased after bolusing, but eventually came down with additional bolus deliveries. Pt has also had higher hba1c results. No medical treatment was received.